Manufacturer narrative:
The manufacturer previously reported information received from a customer alleging a trilogy evo alarming "ventilator inoperative" while in patient use. There was no harm or injury reported. During the evaluation of the device at the factory authorized service center, it was noted that the customer's complaint was confirmed. The service technician reported that the device's blower locked up causing vent-inoperative alarm. There is no evidence of replacement of component or repair. The device was designated for scrap and has been crushed and disposed of. As a result, no further investigation will be performed.

Event description:
The manufacturer received information from a customer alleging a trilogy evo alarming "ventilator inoperative" while in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.